Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Event description:
It was reported that the patient's ipg was no longer communication with external devices after not being placed in surgery mode. Surgical intervention may take place to address this issue.

Manufacturer narrative:
Event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
A patient's ipg was no longer communication with external devices after not being placed in surgery mode was reported to abbott. It was determined the patient is awaiting insurance approval for consult and replacement. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A patient underwent an unrelated surgery wherein the patient's ipg was not placed into surgery mode was reported to abbott. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.